Manufacturer narrative:
Technician found the shoulder bolt missing from the siderail assembly. Technician replaced both siderail assembly shoulder bolts and installed nuts to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the siderail will not latch.